Manufacturer narrative:
Analysis of the pump showed motor gear train anomalies. There was corrosion and/or lubrication and/or wear and a stall due to shaft bearing. There were multiple motor stalls and recoveries seen in the event logs. The pump motor stalled after the ir was generated and never recovered. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 was found. Also, some residue was found on the jewel where the upper shaft of gear 2 inserts into the bottom bridge assembly.

Event description:
It was reported that there was a pump problem. A critical alarm was heard but telemetry had not yet been performed. It was noted that the alarm had been alarming since saturday. The patient went to the emergency room (ER) but they couldn¿t interrogate the pump because they had no equipment. The patient had withdrawal-like symptoms. Since saturday, the patient had a return of pain and diarrhea. It was noted that therapy was not working as expected. The patient¿s health care professional was aware of the event and was taking care of the patient. Additional information reported the pump was explanted onn (B)(6) 2014 and would be replaced in the future. There was a motor stall that never recovered. The pump logs showed the low reservoir alarm occurred and the stopped pump may exceed tube set messages. The patient status was noted as alive with no injury. If additional information is received, a follow-up report will be sent. The outcome was not provided. The pump was used to infuse dilaudid and marcaine.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2008, product type catheter. (B)(4).